Manufacturer narrative:
Device available for evaluation updated. Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap and fiber are shattered in many pieces at the location of the fracture; the metal cap exhibits moderate detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the ¿fiber fired straight out of the tip.¿. The procedure was completed using a second fiber. Patient outcome ¿ok¿ reported.

Manufacturer narrative:
(B)(4).